Event description:
On (B)(6) 2019, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was hospitalized for a stoma site infection. During an endoscopy, it was found that the patient had buried bumper syndrome. It was reported that the patient was prescribed augmentin 1 grams twice a day, and cipro 500 mgs twice a day as treatment for the stoma site.

Manufacturer narrative:
Reference record (B)(4). It is unknown if the device involved in the events was removed and discarded or is still in place; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Code of 4581 was chosen to capture the event of buried bumper syndrome. Stoma site infection and buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.